Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one broviac catheter segment was returned for sample evaluation and two electronic photos were provided for review. A complete circumferential break was noted on the proximal and distal end of the catheter. The distal catheter segment was not returned. The edges of break on the proximal and distal end of the catheter were noted to be uneven and surface was noted to be glossy with striations. As per photo review blood residues was noted on the segment and separated from the catheter. Therefore, the investigation confirmed for the reported fracture, material separation. However, the investigation is inconclusive for the reported migration issue as no objective evidence to confirm from provided information. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required h10: g3 h11: b5, h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven months and nineteen days post a port placement, the distal portion of the catheter allegedly fragmented two inches from the port and required the patient undergone catheterization procedure to remove the fragment. It was further reported the segment of a catheter allegedly migrated and embolized inside the vasculature. Reportedly, the catheter was removed. The current status of the patient is unknown.

Event description:
It was reported that seven months and nineteen days post a port placement, the distal portion of the catheter allegedly fragmented two inches from the port and required the patient undergone catheterization procedure to remove the fragment. It was further reported the segment of a catheter allegedly migrated and embolized inside the patient's body. Reportedly, the catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the device is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.